Event description:
It was reported while using bd facscelesta¿ waste leaked outside of instrument. There was no reported patient impact. The following information was provided by the initial reporter, translated from french to english: the intermediate bin no longer communicates with the fluidics cart (and therefore overflows if you are not careful). Is there a change of connections to be made between the tubes mode and the hts mode? I no longer find the information... Was the leak fluid or air? Fluid was the leak contained within the instrument? No was there spray of fluid under pressure? No what was the fluid that leaked? Waste did biohazard leak before or after waste line? After was the waste mixed with decontamination or bleach? No was the customer/bd personnel physically in contact with the fluid? No which part of the body was in contact to the fluid? -- what personal protective equipment (ppe) was being worn? Yes was there any impact to patient samples due to leak? No was customer harmed/injured? No

Manufacturer narrative:
After further review MFR#2916837-2021-00015 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscelesta" waste leaked outside of instrument. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the intermediate bin no longer communicates with the fluidics cart (and therefore overflows if you are not careful). Is there a change of connections to be made between the tubes mode and the hts mode? I no longer find the information... Was the leak fluid or air? Fluid was the leak contained within the instrument? No was there spray of fluid under pressure? No what was the fluid that leaked? Waste did biohazard leak before or after waste line? After was the waste mixed with decontamination or bleach? No was the customer/bd personnel physically in contact with the fluid? No which part of the body was in contact to the fluid? -- what personal protective equipment (ppe) was being worn? Yes was there any impact to patient samples due to leak? No was customer harmed/injured? No